Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing exhibited by their implantable cardioverter defibrillator. Patient will continue to be monitored and programming changes were recommended to a healthcare professional. Patient was stable after the event.

Event description:
New information received noted that there were further over-sensing episodes on (B)(6) 2021. No intervention was reported and patient had no consequences.